Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous arteriovenous (av) fistula. The 4.0 x 40mm sterling over-the-wire balloon catheter was advanced to the lesion and upon the first inflation, the balloon ruptured at 6 atms; the duration of the inflation is unk. The procedure was completed with a different device. No pt complications were reported. The pt's condition was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. The mfg batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).